Event description:
The patient had surgery in 2002 to attach their deltoid muscle. The smith and nephew sales representative reported that the surgeon had a patient experience redness and soreness approximately one month post-op. In 10-02, the patient was requested to return to the hospital and was found to have an infection. 6 days later, a revision procedure was performed. Patient was treated with antibiotics prior to both procedures. Four weeks post-op, it has been reported that the patient has recovered.